Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nail is broken from the proximal hole, prong was still inside the nail. The tfn-advanced proximal femoral nailing system (tfna) surgical technique guide, se_848157 rev. Af states the following warnings: the tfna nail is not intended for full weight bearing in patients with complex unstable fractures until sufficient bone consolidation is confirmed in the follow up x-rays. Conditions that place excessive stresses on bone and implant such as severe obesity or degenerative diseases should be considered. The decision whether to use these devices in patients with such conditions must be made by the physician taking into account the risks versus the benefits to the patients. Use of these devices is not recommended when there is systemic infection, infection localized to the site of the proposed implantation or when the patient has demonstrated allergy or foreign body sensitivity to any of the implant materials. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), exposure to high stress, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors a dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 130° l360 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: monument manufacturing date: 03-sep-2022. Expiration date: 01-aug-2032 part number: 04.037.157s, 11mm/130 deg ti cann tfna 360mm/left- sterile lot number: 1665p08 (sterile) lot quantity: (B)(4) component part(s) reviewed: part number: 21127, timoagri16.00 lot number: 917p080 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 28-jun-2022 was reviewed and determined to be conforming. Raw material receiving / putaway checklist met all inspection acceptance criteria. Lot summary report dated 04-aug-2022 met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive lot number: 1492p32 lot quantity: (B)(4) two pieces were scrapped in cell at op #0050, final inspection, for surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces scrapped. Inspection sheet, ns673827 rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 1464p19 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns673829 rev c met all inspection acceptance criteria apart from the two pieces scrapped. Device history batch null device history review a manufacturing record evaluation was performed for the finished device with batch number 1665p08. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nail is broken from the proximal hole, prong was still inside the nail. The tfn-advanced proximal femoral nailing system (tfna) surgical technique guide, se_848157 rev. Af states the following warnings: the tfna nail is not intended for full weight bearing in patients with complex unstable fractures until sufficient bone consolidation is confirmed in the follow up x-rays. Conditions that place excessive stresses on bone and implant such as severe obesity or degenerative diseases should be considered. The decision whether to use these devices in patients with such conditions must be made by the physician taking into account the risks versus the benefits to the patients. Use of these devices is not recommended when there is systemic infection, infection localized to the site of the proposed implantation or when the patient has demonstrated allergy or foreign body sensitivity to any of the implant materials. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), exposure to high stress, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors a dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 130° l360 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument manufacturing date: 03-sep-2022 expiration date: 01-aug-2032 part number: 04.037.157s, 11mm/130 deg ti cann tfna 360mm/left- sterile lot number: 1665p08 (sterile) lot quantity: (B)(4) nonconformance noted: n/a review of the DHR file: one piece was scrapped in cell at op #0110, inspect dimensional, for function. Production order traveler met all inspection acceptance criteria apart from the one piece scrapped. Inspection sheet, tfna assembly inspection ns067861 rev c met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071296 rev g met all inspection acceptance criteria apart from the one piece scrapped. Packaging label log (pll), lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 23346 supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 1665p08. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 21127, timoagri16.00 lot number: 917p080 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated (B)(6) 2022 was reviewed and determined to be conforming. Raw material receiving / putaway checklist met all inspection acceptance criteria. Lot summary report dated 04-aug-2022 met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive lot number: 1492p32 lot quantity: (B)(4) two pieces were scrapped in cell at op #(B)(4), final inspection, for surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces scrapped. Inspection sheet, ns673827 rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 1464p19 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns673829 rev c met all inspection acceptance criteria apart from the two pieces scrapped. (B)(6) 2025: DHR reviewed by: (B)(6) a manufacturing record evaluation was performed for the finished device with batch number 1665p08. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant. Corrected: h6 health effect - impact code & medical device problem code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a tfna nail was broken after pseudoarthroses. Patient underwent reoperation as a result of the event.